Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The ventricle output connector was found to be contaminated. One side bail and lower case were also broken, the battery release and ring cover contaminated, battery contacts compressed, and the keyboard scratched.

Event description:
It was reported the ventricular leads would not lock in place. Follow-up information subsequently received reported that the device was connected to a patient at the time the condition was seen. The unit was exchanged for a different one, and the event was resolved. No patient complications were reported as a result of this event.